Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/11/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/30/2013 with the following findings:the keypad was found to be fully intact; there was no damage observed. The complaint of the intermittently unresponsive up arrow, down arrow and ok keypad buttons was not able to be duplicated; all buttons responded appropriately. The keypad cover was removed and the down arrow and ok button contacts were found to be inverted. There was evidence of contamination found under all key contacts.